Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the top case was chipped in the front left corner. The event history log confirmed a check clutch/plunger lever error occurred. Functional testing was unable to replicate the reported alarm; however, confirmed the top case was damaged. The root cause of the alarm was unable to be determined; the root cause of the broken case was determined to be the device was dropped or mishandled by the customer. No action was taken in regard to the alarm; the top case was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a travel reverse error and broken case. It was unknown when the issue occurred and if the device was dropped. There was no patient harm/adverse event reported.